Event description:
A customer reported that a system displayed a footswitch message. The footswitch was stuck during surgery. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The service report (sr) was closed with no system service performed. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).